Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported issue. Correction- d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user attempted to capture the reported issue in a picture but found it challenging. The wound drain seam has extra material that was reported as coming off. Lot #ngjv1971 was identified as problematic and has been quarantined from further use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user attempted to capture the reported issue in a picture but found it challenging. The wound drain seam has extra material that was reported as coming off. Lot #ngjv1971 was identified as problematic and has been quarantined from further use.

Manufacturer narrative:
The reported event is confirmed cause unknown. No actions can be taken at this time since a root cause was not identified. Visual evaluation noted received 1 opened and 4 unopened hubless silicone flat drains. Within samples received excess silicone material was found towards the end of the silicone flat drain. Therefore the reported event is confirmed. DHR review did not show any problems or conditions that would have contributed to the reported event. Labeling review is not required because labeling could not have prevented the reported issue. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user attempted to capture the reported issue in a picture but found it challenging. The wound drain seam has extra material that was reported as coming off. Lot #ngjv1971 was identified as problematic and has been quarantined from further use.